Event description:
The surgeon reports he had to perform a revision surgery approximately 2.5 months post op because the rotator cuff repair had failed. During the revision, the surgeon noticed "the eyelet suture of the anchor was out." This is the second of three cases from the same surgeon. Additional information has been requested. This device is used for treatment.

Manufacturer narrative:
The implant was not returned for evaluation. Review of device history record revealed nothing relevant to this event. The cause of this event could not be determined from the information available and without device evaluation. A follow up report may be submitted if additional pertinent information becomes available.